Manufacturer narrative:
The reported defective device has been returned to the manufacturer. An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up information will be sent via a follow up medwatch. A review of the lot history records was performed for the reported lot for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).

Event description:
As reported, on (B)(6) 2016, a male patient of unknown age presented for a microwave procedure of the liver. During the procedure, it was reported the patient moved slightly. Upon withdrawal of the applicator, it was noted the tip of the needle has partially detached from the probe. No piece of the needle remained inside of the patient. It was reported the patient suffered no harm or injury due to the event. The reported disposable device has been returned to the manufacturer for evaluation.

Manufacturer narrative:
Returned for evaluation was one used handle for a pmta accu2i standard applicator. A visual examination noted that tip of the applicator was bent approximately 60 degrees and the tubing on the applicator was cut. Due to the condition of the returned device, functional testing could not be performed. The customer's reported complaint description of the tip of the applicator being bent is confirmed. Although the exact root cause of the event is unable to be determined, it does not appear to be the result of a manufacturing failure. Based on previously viewed samples of similar complaints, a possible contributing factor could have been handling damage; i.e. Lateral forces on the applicator tip. It is possible that the patient moving during the procedure while the applicator was in place could have contributed to the reported issue. The instructions for use, which is supplied to with catalog number, contains a statement "always advance the applicator into the target tissue using axial forces only. Avoid placing lateral forces on the applicator tip during placement or removal" and lateral forces on the applicator tip should be avoided both during insertion and removal. Failure to do so could result in damage to the microwave array, failure of the applicator and injury to the patient." A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4). The follow up MDR for this complaint record was originally submitted on (B)(6) 2016 via (B)(6). Due to esubmitting requirements, it was returned for resubmitting.